Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer¿s blood glucose value was 320 mg/dl at the time of incident. Customer¿s current blood glucose is 240 mg/dl. The customer stated that the insulin exited. The customer also stated that their is absence of air bubbles and leaks. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The insulin pump passed high pressure test. The insulin pump will be returned for analysis.